Event description:
IV therapist assessed a malfunctioning right double lumen ij [internal jugular] placed on the previous day. Upon flush assessment, brown lumen has external rupture. No product number charted that I could locate but the device is an arrowg+ard blue plus cdc-45802-xp1a.